Event description:
It was reported that during an open sigmoidectomy, some staples of the distal part were malformed at the 3rd firing when the device was used for the colon resection. Another device was used to complete the case. There were no adverse consequences to the patient. The thickness and the stiffness of the target tissue were regular. There was an unexpected resistance in both closing and firing. .reinforcement material was not used. The shapes of the staples were lumbricoid there was no unexpected resistance in releasing the jaws. The closing lever, firing trigger and the release button were returned to the home position after the device was removed from the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? At what location on the tissue? ---colon. During which stroke did the event occur? ---no information. What other color cartridges were used before and after this event? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results of the found that it was received in good visual condition and with three reloads present. Reloads b and c were received fully fired and in good visual condition; reload d was noted to have the cartridge deck damaged. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.